Event description:
It was reported that during aspiration in a stroke case, the sofia aspiration catheter broke between the hub and catheter when being pulled. The physician removed the catheter and confirmed nothing was left in the patient. There was no reported patient injury or clinical sequela.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. Instructions for use (IFU) includes following warnings and precautions: inspect the sofia¿ catheter prior to use. Do not use the device if any damages or irregularities are observed. The sofia¿ catheter should be manipulated under fluoroscopic guidance. Do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Torquing the sofia¿ catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Precautions: exercise care in handling the sofia¿ catheter to reduce the chance of accidental damage.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned sofia found that the hub was separated from the proximal end of the catheter. The distal section of the returned catheter hub was inspected and was found with a small filet of uv glue. The investigation determined that this condition is consistent with an inadequate adhesion of the hub to the catheter shaft. Insufficient adhesion between the hub and the catheter would result in the hub coming off, which is consistent with the alleged product issue. The findings from this investigation have been communicated to quality.

Manufacturer narrative:
Additional information: h10. Additional information received. The physician stated the catheter was inspected briefly and it looked normal. Issue occurred when the device was withdrawn from patient's body after aspiration was applied. No issues advancing the catheter inside the vessel. No excessive torqueing was applied. There was resistance when withdrawing the catheter from the patient's body. The hub was loosened. Anatomy was slightly tortuous but manageab. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing.